Event description:
It was reported that an aortic valve and 4600, 28mm (mitral) cosgrove ring were explanted for history of rheumatic disease, prosthetic aortic stenosis and mitral regurgitation. A homograft replaced the aortic valve and a (B)(4) replaced the mitral ring. Original implant was in (B)(6) of 2004. Please reference related complaint (B)(4) for the 4600, 28mm device with serial number (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. No injury was reported.

Manufacturer narrative:
Rheumatic heart disease.device evaluation anticipated, but not yet begun.requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigatioin is ongoing. The device was returned for evaluation, analysis is pending.the device history record (DHR) review is in process.

Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 5-6mm. Host tissue is minimal to moderate at the tissue outflow and encroached onto the tissue by 4mm. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. Host tissue overgrowth most likely led to stenosis. A tear is detected in the free margin of leaflet 3 at commissure 3 measures to approximately 2mm. The x-ray demonstrates minimal calcification in leaflet 3 not detected visually. Please note that the surgeon did not have to explant the related 4600 annuloplasty ring (B)(4) which was previously reported, only the 3000 valve. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.